Manufacturer narrative:
Brand name: uretex sup urethral support system, catalog #: 485013, (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: per additional information received, the patient has experienced tension-free vaginal tape sling procedure with cystoscopy and anterior repair for the preoperative diagnosis of progress of severe stress incontinence, cystourethrocele, and obesity.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason for mesh implantation: progressive severe stress incontinence, cystourethrocele and obesity procedure (s) performed: tension-free vaginal tape sling procedure with cystoscopy and anterior repair complications post uretex implantation: , outcome attributed to device: pain, erosion, extrusion, fistulae, recurrence, bleeding, infection, urinary problems, bowel problems, organ perforation, dyspareunia, neuromuscular problems, vaginal scarring.